Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed post-paced t-wave oversensing. Programming changes were discussed. However, no interventions were reported. The patient was asymptomatic.